Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
Com-(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and passed. A pairing test was performed with a known good transmitter and passed. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded data log confirmed the reported event of loss of connection. The probable cause was determined to be no communication due to a gap in the device logs.